Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states a crack was noted in the extension of the arterial end of the catheter one week after insertion. A statlock fixation device was used and the cracking appears to be at the area in extension where the statlock was in place. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.